Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during fill 1 on the home choice (hc). During troubleshooting, it was found the clamp was open on an unused line. The technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to used manual bags. The tsr also advised the hp to contact the nurse. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.